Event description:
Reference number (B)(4) event occurred in egypt. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was 400 mg/dl and lasted for one to two hours. The patient was treated with insulin via pump, and the event resolved. No further information available.